Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2009; including cholecystectomy, were not provided. (B)(6) 2009: (B)(6). Operative report. Pre/postop diagnosis: incisional hernia. Operation: laparoscopic repair of incisional hernia with dual gore-tex mesh. Anesthesia: general. Complications: none. Drains: none. Estimated blood loss: minimal. Indications and findings: the patient presents with a subxiphoid incisional hernia. A laparoscopic repair was done without difficulty. Description of procedure: ¿the patient was taken to the operating room and put under general anesthesia. The abdomen was prepped and draped in the usual sterile fashion. A 1 cm incision was made transversely supraumbilically. This was taken down through skin and subcutaneous tissue. Fascia was raised. Veress needle was inserted. Pneumoperitoneum was induced. A 5 mm trocar was inserted and camera was inserted, showing no trauma from our insertion. A 12 mm trocar was inserted in the left upper quadrant. A 5 mm trocar was inserted in the right upper quadrant. The hernia was easily visualized immediately under the xiphoid. The falciform was taken down so as to provide a better prospect for putting the mesh without any folds. A dual gore-tex mesh was chosen to cover the defect with adequate overlap. A 10 x 13 cm mesh was chosen. Stay sutures were placed on the mesh. The mesh was then unrolled and inserted inside the abdominal cavity, where it was unrolled. The stay sutures were brought through the abdominal wall through small stab incisions. The mesh was then secured circumferentially with the absorbable tacker. There was excellent overlap without any folds. The fascia in the 12 mm port was closed with interrupted vicryl under direct vision. Trocars were removed under direct vision. No bleeding was seen from any of the ports. Pneumoperitoneum was deflated. Wounds were irrigated. Skin was closed with monocryl and steri-strips applied. Needle, sponge, and instrument counts were correct at the end of the procedure. The patient tolerated the procedure very well. He was awakened from anesthesia and transferred to the recovery room in stable condition.¿ on (B)(6) 2009: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05074079. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05074079) was implanted during the procedure. On (B)(6) 2009: (B)(6). Discharge summary. Discharge diagnosis: incisional hernia. Secondary diagnoses: gastroesophageal reflux disease. Hospital course: underwent a laparoscopic repair of subxiphoid incisional hernia with dual gortex mesh. Discharged home today. Activity on discharge: as tolerated. Medications on discharge: resume all preoperative medications. Additional prescription for percocet, ambien. His coumadin was restarted again yesterday. On (B)(6) 2009: (B)(6). Office notes. Status post repair of an incarcerated incisional hernia. Doing very well, appears to have pain in left abdominal wall. No pain in the area of the hernia or at the incision site. Tolerating regular diet, having normal bowel movements. Was given a prescription for percocet originally after surgery. He then called and said he flushed it in the toilet because it was not working. Another prescription for vicodin was given. He continues to have the discomfort and a prescription for toradol was also given. Exam: abdomen is soft, no tenderness, no distention. His wounds are very well healed, clean, dry, and intact. Assessment: status post laparoscopic incisional hernia repair with good recovery. Pain beyond physical findings. I am concerned about drug-seeking behavior. Plan: no surgical problems noted. Gave a prescription for vicodin without any refills. This is the last time I will be giving him any narcotics. On (B)(6) 2011: (B)(6). Operative report. Pre/postop diagnosis: recurrent incisional hernia, incarcerated. New incisional hernia, not noted before clinically. Operation: laparoscopic repair of recurrent incarcerated incisional hernia with dual gore-tex mesh, 11 x 21 cm. Laparoscopic repair of another incisional hernia with dual gore-tex mesh, 11 x 10 cm. Separate incisions and separate meshes. Anesthesia: general. Complications: none. Drains: none. Estimated blood loss: minimal. Indications and findings: the patient had a repair of a subxiphoid incisional hernia a while ago. This recurred. Another epigastric hernia was found inferior to it. This was covered with the same mesh. A separate incisional hernia from the 12 mm trocar from the previous surgery was noted in the left upper quadrant, and this was repaired with a separate mesh and separate trocar insertion. Description of procedure: ¿the patient was taken to the operating room and put under general anesthesia. The abdomen and the lower chest were prepped and draped in the usual sterile manner. Local anesthesia was infiltrated prior to all incisions. A 1 cm incision was made in the midclavicular line under the left rib margin. It was taken down through skin and subcutaneous tissue. Veress needle was inserted and pneumoperitoneum was induced first stick. A 5 mm trocar inserted and camera inserted showing no trauma from our insertion. Another 5 mm trocar was inserted just above the umbilicus and another 5 mm trocar inserted in the right upper quadrant. Adhesions in the upper abdomen were all taken down from the abdominal wall. The previous dual gore-tex mesh had shrunken. The old incarcerated mesh was opened. Another epigastric hernia was noted inferior to the previously placed mesh. The posterior abdominal wall was completely freed. A piece of mesh was chosen to cover all the hernia defects all the way up above the xiphoid and sternum and down to the umbilicus. Stay sutures were placed on it with prolene and gore-tex. A 12 mm trocar was then inserted in the midline in the epigastric area in a place where it would be covered with the mesh. The mesh was unrolled and placed inside the abdominal cavity where it was unrolled. Stay sutures were brought through the abdominal wall through multiple stab incisions and tied. The mesh was tied sequentially. Of note, superiorly it was also tacked above the edges of the abdominal fascia all the way on the sternum. Of note, the falciform was completely taken down all the way to the liver. The mesh was then tacked circumferentially, tension free. We then looked around the abdominal wall. We noted that the site of the previously placed 12 mm trocar port had a 5 cm hernia in it. We decided to repair that. Another 5 mm trocar was inserted in the left lower abdomen. The defect was then mapped on the anterior abdominal wall. A piece of mesh was chosen to cover all the defect and with a 6 cm circumferential margin. A 12 mm port was then exchanged from the 5 mm trocar that was already in place. The prolene and gore-tex sutures were also placed circumferentially on the mesh. The mesh was rolled and inserted inside the abdominal cavity through the 12 mm port where it was unrolled. The same exact procedure was performed as previously done. Next, we explored the abdominal wall. No further defects were noted. Mesh coverage was excellent. Hemostasis observed. No bleeding noted. The passage of the stay sutures went very high at the rib margin, and one of them went above the 12th rib. This was performed was not ventilating and on deep expiration in order to avoid a pneumothorax. Despite our full attention to detail, we will perform a chest x-ray, portable, in the operating room while the patient is still sleeping to make sure there is no pneumothorax. Needle, sponge, and instrument counts were correct at the end of the procedure. The patient tolerated the procedure very well. A chest x-ray is currently pending prior to the patient waking up.¿ product identification records for the alleged ¿dual gore-tex mesh, 11 x 21 cm and dual gore-tex mesh, 11 x 10 cm¿ were not provided. On (B)(6) 2011: (B)(6). Discharge summary. Discharge diagnosis: incisional hernia, gastroesophageal reflux disease, chronic narcotic dependence. Hospital course: underwent a repair of a large incarcerated recurrent incisional hernia. Another one was also found and this was also repaired, both with dual gore-tex mesh. Postop he did well. Activity on discharge: no lifting more than 15 pounds for three weeks. Medications: resume all preop meds. Currently taking percocet 10 mg three times a day. Therefore, additional prescriptions for oxycontin for ten days and percocet 60 tablets were given. Wound care: shower today. Remove steri-strips in 2 days. Follow-up: two weeks. On (B)(6) 2011: (B)(6). Office notes. At work was lifting a lot of turkeys, felt a pop into abdomen. Since then, has excruciating abdominal pain. Current meds: warfarin. Weight 221.5 lbs. Exam: abdomen soft, bowel sounds present. Mid abdominal ventral hernia; on slightest touch, severe excruciating pain. Assessment/plan: ventral hernia without incarceration. Nucynta [narcotic pain medication] for seven days until he sees his surgeon. On (B)(6) 2011: (B)(6). History and physical. Reports pain epigastric area. He feels a bulge, thinks it might be related to doing heavy lifting at work. Has not been smoking for five months. Past medical history: gastroesophageal reflux disease. Past surgical history: laparoscopic incisional hernia repair in (B)(6) 2009, at that time with a dual gore-tex mesh, measuring 10 x 13 cm, and the other in (B)(6) 2099 [sic] with dual gore-tex mesh measuring 11 x 21 cm in the midline, and another one from a port site, measuring 10 x 11 cm. At the time the mesh covered the area from they xiphoid to the umbilicus. Exam: weight 224 pounds. Abdomen: soft. A hernia is palpable in the midline between the umbilicus and the xiphoid. I am uncertain as to how to explain the hernia, as the mesh was supposed to cover all the area from the xiphoid to the umbilicus. No guarding, no rebound. The patient has a very clear smoking smell all over his body. He tells me because he was driving with someone who smoked earlier today. Assessment: recurrent incarcerated incisional hernia. Plan: laparoscopic repair. We discussed the importance of smoking cessation. In the past the patient had pain beyond any physical findings for at least a month after his surgery. So we discussed being realistic about pain control after the surgery. On (B)(6) 2011: (B)(6). Operative report. Pre/postop diagnosis: recurrent incarcerated incisional hernia. Operation: complex repair of recurrent incarcerated incisional hernia with ventralight mesh, 2 of them, one is 20 x 25 cm, and the other one is 15 x 20 cm. High difficulty case with modifier- 22. Anesthesia: general. Complications: none. Drains: none. Estimated blood loss: minimal. Indications and findings: the patient had 2 laparoscopic incisional hernia repairs in the past. The first one was in (B)(6) 2009, at which time a dual gore-tex mesh 10 x 13 cm was used for a port site hole. Another dual gore-tex mesh was used in the midline measuring 21 x 11 cm. At the time, another port site, one in the left upper quadrant was also closed with a dual gore-tex measuring 10 x 11 cm. Today, he was found to have extensive adhesions. These were lysed. The midline mesh that was supposed to measure 11 cm diameter measured approximately 2.5 cm. The staple lines were dragged and caused multiple hernias along the way through defects throughout the mesh. Pictures were taken. Therefore, the recurrence of the hernia was clearly secondary to an extensive shrinking of the dual gore-tex mesh. Therefore, a ventralight was used. Description of procedure: ¿the patient was taken to the operating room and put under general anesthesia. The abdomen was prepped and draped in the usual sterile manner. Local anesthesia was infiltrated prior to all incisions. A 1 cm incision was made infraumbilically transverse. This was taken down through skin and subcutaneous tissue. Fascia was raised. Veress needle was inserted and pneumoperitoneum was induced. A 5 mm trocar was inserted and camera inserted showing no trauma from our insertion. Another 5 mm trocar was inserted in left abdomen and 3 other 5 mm trocars were inserted in the right abdomen in the anterior axillary line. An extensive amount of adhesions were found on the posterior abdominal wall. These were completely freed until the posterior abdominal wall was completely freed. General inspection showed that the previous mesh that measured 11 cm in diameter is currently measuring 2.5 cm in diameter secondary to severe shrinking. As the mesh was shrinking from both sides to center, it dragged on the tackers and created multiple holes throughout the fascia. Pictures were taken. A few incarcerated hernias were noted. The same thing in the left upper quadrant although to a lesser extent. We decided to cover most of the upper abdomen with ventralight mesh. A 20 x 25 cm piece was chosen to do the midline on both sides. Stay sutures with prolene and gore-tex were placed. A 12 mm port was then placed in the epigastric area in the midline. The mesh was inserted through it. The stay sutures were brought through multiple small stab incisions. The mesh was then tacked circumferentially with a nonabsorbable protack. Of note, this went approximately 5-6 cm above the xiphoid. There was excellent overlap with more than 5 cm margin from the nearest defect. This extended to just the level of the umbilicus. Attention was then switched toward the left upper quadrant smaller defect. We decided to cover the whole area the same way. A 15 x 20 cm mesh was chosen. Another 12 mm port was then placed in the left upper quadrant. The mesh was placed through it. The exact same procedure was made. Of note, half the mesh was tacked superior to the rib margin and the medial aspect of it was tacked to the previously placed mesh. Again, there was excellent overlap with at least 4-5 cm circumferential margin. Both 12 mm ports were in the center of both meshes and therefore well covered by the mesh. Trocars were removed under direct vision. No bleeding was seen from any of the ports. Pneumoperitoneum was deflated. The skin was closed with monocryl throughout. Steri-strips were applied. Sponge, needle, and instrument counts were correct at the end of the procedure. The patient tolerated the procedure very well. He was awakened from anesthesia and transferred to the recovery room in stable condition.¿ on (B)(6) 2011: (B)(6). Discharge summary. Discharge diagnosis: recurrent incarcerated incisional hernia, chronic narcotic dependent, gerd. Hospital course: underwent laparoscopic repair of recurrent incarcerated incisional hernia, high difficulty case, with ventralight mesh, two of them, one measuring 25 cm x 25 cm from xiphoid to the umbilicus and the other one measuring 15 cm x 20 cm in the left upper quadrant. Postop doing well. Examination unremarkable. Activity on discharge: no heavy lifting more than 15 pounds for four weeks. Medications on discharge: resume all preadmission medications and issued a prescription for percocet. I advised this is the last narcotic prescription I will be giving him as he has shown signs of narcotic dependence and abuse in the past. Wound care: shower today, remove steri-strips in three days. Follow up in two weeks. On (B)(6) 2012: (B)(6). Office notes. Evaluation and management of discomfort on his left side after hernia repair. (B)(6) 2011, says that 2 pieces a [sic] very large mesh, 20 x 25 cm, 15 x 20 cm ventral light [sic] mesh was placed. Since that time, he has had pain in his left upper quadrant by his ribs. Pain is worse with lifting, and when he lays on it, it keeps him up at night. Social history: current smoker. Initially 2 packs per day, he quit, now he is smoking 5 cigarettes per day and no alcohol. Medications: coumadin. Past medical history: gastroesophageal reflux disease, diabetes. Past surgical history: cholecystectomy, 3 hernia repairs. Exam: soft, nontender, no masses, no hepatosplenomegaly. Well-healed incisions, with no evidence of recurrent hernia. Tenderness focally under the left costal margin. Specific trigger point was identified. Impression: abdominal wall pain, status post multiple hernia repairs [illegible; page copy cut off]. On (B)(6) 2012: (B)(6). [Provider ni]. Office notes. Abdominal hernia repair with mesh (B)(6) last year. Started to complain of left upper quadrant/left rib cage pain a few weeks after surgery. Was evaluated by 2 surgeons who agreed that his mesh had shrunk from 4-1/2 inches to 1 inch. Pain is described as squeezing, tingling, and burning. Rated 7-8/10 on daily basis. Hasn¿t been able to perform his daily activities without significant difficulty related to pain. Past medical history: hepatitis. Social history: unemployed-ssi. Ros: left upper quadrant abdominal pain. Weight 195 lbs, bmi 27.5. Exam: abdomen soft, non-distended. There is mild discomfort in the left upper quadrant to palpation. Normal active bowel sounds. Assessment: left upper quadrant abdominal discomfort consistent with abdominal wall nerve entrapment following abdominal hernia repair with mesh. On (B)(6) 2012: (B)(6). Office notes. Complaining of increased abdominal pain following abdominal hernia repair surgery with mainly burning, tingling, and pins and needles as a result of mesh contraction. His abdominal pain is being treated with neurontin which is making him sleepy and drowsy. Exam; abdomen: mild diffuse left upper quadrant discomfort with normal active bowel sounds. Assessment: abdominal pain mostly related to nerve entrapment. Plan: recommend changing his neurontin to 200mg to avoid dizziness. On (B)(6) 2012: (B)(6). Office notes. Evaluation of pain in the left upper quadrant and left flank, which has been present since he underwent 3 repairs of a ventral hernia in the upper midline. These repairs were done open and laparoscopically. He has been seen on several occasions because of this pain, most recently by (B)(6). He underwent repair of an epigastric hernia that had developed as a result of a sternotomy for cardiac surgery in (B)(6) of 2009. Mesh was used. In (B)(6) 2011, gore-tex was placed. Finally, because of a recurrence, a third repair was done in (B)(6) 2011, at which point 2 pieces of very large mesh 20x25 cm and 15x20 cm were placed. Ventral light mesh was used the last time. Since that time, he has had pain in the left upper quadrant. The pain has been persistent. It started at the time of the last surgery. It is worse when he lifts. Social history: he smokes, does not drink. He is a meat preparer. Exam: heavyset, weight is 195 pounds. Abdomen soft and scaphoid. No organomegaly, mass or tenderness. Impression: left upper quadrant and left flank pain secondary to recent hernia surgery. Plan: obtain operative reports and then decide which course to follow. On (B)(6) 2012: (B)(6). Disability evaluation. Prior hernia surgery: the patient has a history of incisional hernia repair in 2009. He cannot recall any inciting incidents, though thinks he may have been working around the house when he first noticed the hernia. The medical records reflect that this occurred at the site of a previous chest tube. He experienced hernia recurrence in (B)(6) 201l. At that time he reports that he was doing some heavy lifting and working around the house. He thinks he may have been moving bureaus at the time. He remembers having a sudden onset of abdominal pain and bulging in the epigastric region. He underwent a second repair in (B)(6) 2011, and reports that following this, he had a prolonged period of postoperative pain, but was eventually pain free several months later. Mechanism of injury: the patient reports that in (B)(6) 2011 while he was employed as a prep cook, he was lifting a stock pot full of water and turkey, weighing an estimated 100 pounds when he felt "things blow". At that time he experienced sudden onset of severe pain and recurrent bulging in the abdominal wall. Diagnosis: the current diagnosis is chronic abdominal pain following recurrent ventral hernia repair. Degree of disability: at the present time the patient is unable to perform all of the duty is expected as a prep cook related to the abdominal pain he is experiencing. He is currently unable to lift heavy objects due to exacerbation of his pain when lifting. Can the claimant perform full duty work; when do you feel that he would be capable of performing full duty work: at the present time the claimant cannot perform full duty work. At the present time it does not appear that this patient will be able to perform full duty work without additional intervention. Can he perform light duty work: yes the claimant can't perform light duty work. The patient should be restricted at this time to lifting less than 30 pounds. At the present time the duration of restriction would be lifetime unless additional interventions proved to relieve his pain. Daily activities/hobbies: both the patient has been unable to perform any daily activities or hobbies. He states that he spends most of the day sitting and clutching a pillow to his abdomen perhaps reading the newspaper. His hobbies include working around the yard and fishing though he is not been unable [sic] to do either of these activities since his lest hernia repair. Rationale: past medical history of diabetes, gastroesophageal reflux disease, hepatitis c. He is a cigarette smoker. He also has a history of cholecystectomy. He subsequently developed an epigastric hernia and underwent repair in (B)(6) of 2009. He experienced recurrence, and repair was again performed in (B)(6) of 2011 with three separate pieces of gore tex dual mesh. His surgeon notes that the patient had "pain beyond physical findings for at least a month after his surgery". On (B)(6) 2011, he was seen in saints medical center and complained of a 1 day history of abdominal pain, after lifting something at work. Findings at that time were consistent with a recurrent ventral hernia. On (B)(6) 2011 he underwent laparoscopic repair of recurrent hernia with two pieces of ventralite mesh, one placed in the left upper quadrant. At that time, extensive adhesiolysis was performed, and the recurrent hernia was noted to be due to significant mesh contracture. The operative note reflects that the mesh was secured in place with nonabsorbable prolene suture as well as nonabsorbable pro-tack fasteners. Several weeks after his surgery, he began to experience tingling and burning pain in the left upper quadrant and rib cage. He was seen by dr. (B)(6) [sic], his surgeon, in (B)(6) 2011 at which point he was complaining of pain along the left costal margin. The abdominal exam was benign at the time. He was seen again on (B)(6) 2012. At that time, the abdomen was soft and nontender, with a "palpable hernia defect", though CT scan revealed only preperitoneal fat in this space. He was seen by dr. (B)(6) for a second surgical opinion at moh. Management by the pain service was recommended, with trigger point injection. The patient has thus far declined any additional pain clinic visits as be reports that his current treating pain management physician stated that ¿nothing further could be done with injections and that the mesh needed to be removed". At the pain clinic visit in (B)(6) 2012, he was complaining of left upper quadrant abdominal pain. He was treated with lumbar nerve branch blocks and dilaudid. Dilaudid has now been changed to vicodin. Neurontin is now currently 200 mg bid though he reports minimal relief at this dosage level. Today the patient is complaining of persistent unremitting left upper quadrant pain at a level of approximately 7-8/10 at rest. This pain increases when he lifts heavy objects or when he coughs. He reports minimal relief with narcotic pain medication. He states that some nights he is up all night long, unable to lay down comfortably due to pain. He reports that he has lost approximately 40 pounds following his surgery due to diminished appetite which he attributes to the pain. He denies any nausea or vomiting. He denies any changes in his bowel habits. He reports that there have been no recent imaging studies performed. He also tells me that he was told at the pain clinic that "the mesh needed to be removed". There have been no attempts at trigger point injections. The abdominal exam is notable for multiple surgical scars that are all well healed consistent with multiple prior laparoscopic surgeries. There is no obvious hernia recurrence at this time. There is tenderness along the left costal margin without guarding, rigidity, or rebound tenderness. There are no palpable abdominal masses. The patient now presents with chronic left upper quadrant pain following multiple previous ventral hernia repairs. This postoperative pain is most likely due to impingement of abdominal wall nerves due to the fixation devices used. Given that fixation was achieved with permanent sutures and permanent tacks, it is unlikely that pain and will resolve spontaneously without any additional intervention. Chemical neural lysis and local anesthetics however are much more likely to relieve his pain then attempts at mesh removal at this point. [Missing records: records of the CT scan showing ¿only preperitoneal fat in this space¿ was not provided.] On (B)(6) 2013: (B)(6) . (B)(6) , md. Radiology- CT abdomen/pelvis. Indication: left upper quadrant pain. Findings: there is an approximately 4.1 cm abdominal aortic aneurysm. The aneurysm does not extend to the iliac arteries. The aneurysm is infrarenal in location. There is a retroaortic left renal vein. The patient is status post anterior abdominal wall hernia repair. There is a fluid collection in the anterior abdominal wall measuring 1.5 x 4.5 cm in maximal axial diameter. There is diverticulosis of the colon without evidence of diverticulitis. Conclusion: status post anterior abdominal wall hernia repair with a fluid collection within the anterior abdominal wall as described above. On (B)(6) 2013: (B)(6) . (B)(6) . Office notes. Re-eval for hernia. (B)(6) 2010 he had presented with a recurrent hernia in the epigastric area as well as another large hernia above the umbilicus both of which were reducible. These hernias were repaired in 2009. At that time I felt the hernia needed to be repaired over [sic] it was not urgent. I had asked him to obtain the operative notes from his previous surgeon and also patient needed cardiac clearance because of his acute cardiac event in the past. I did not hear anything further from him until he presented in this office in (B)(6) 2012. Apparently he had the hernias repaired by the same surgeon in (B)(6) 2011, subsequently had a reoccurrence of the hernia and had surgery done again by the same surgeon in (B)(6) 2011 as well. Following that surgery he has had ongoing problems with sharp pain around the left subcostal area which has been a constant battle for him. He has had numerous pain medications, visits to the pain clinic, and he also had consultations from surgeons at (B)(6) hospital, (B)(6) hospital. As per his primary care physician's recommendation patient comes back to see me because he wishes to have the mesh or staple were ever is causing the pain removed. He did go back to the same surgeon who did the surgery and claims that he did not get any satisfactory answers. He has been on workmen¿s comp.; unable to perform his normal job which is roofing. Impression: chronic pain, other hernia of the abdominal cavity without mention of obstruction or gangrene; ventral hernia. I have informed him that I am not able to help him because there is no such thing as a simple removing of the mesh and the staple after having had multiple laparoscopic abdominal hernias repaired. There will be numerous adhesions and the possibilities of intestinal perforation during a repeat operation always exists. I honestly believe that I may make his life more miserable by reoperating on him.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6). Office notes. Here because of bulge in abdominal wall. Underwent coronary artery bypass graft (B)(6) 2008. Over last couple months has noticed a bulge under xiphoid. This has been getting worse. Has been having a cough, is causing discomfort. No symptoms of bowel obstruction. History: gastrointestinal reflux disease. Quit smoking when had heart attack (B)(6) 2008. Medications: aspirin; coumadin. Weight 221 lbs. Exam: abdomen; subxiphoid incisional hernia noted, no incarceration. Assessment: incisional hernia, subxiphoid. Plan: will proceed with surgical repair. Risks and benefits were discussed with him, the possibility of wound infection and bleeding, recurrence, cardiopulmonary decompensation, cerebrovascular accidents were discussed. Perioperatively we will give him antibiotics. All questions answered to his satisfaction. He wishes to proceed. (B)(6) 2009: (B)(6). Office notes. Underwent repair of an incarcerated incisional hernia in (B)(6) 2009. Been doing well until couple of weeks ago. He thinks he was moving things and felt something pulling. Does not feel or see any bulge. Weight 236 pounds. Of note, he was 218 pounds in (B)(6). Exam: abdomen; no bulging, no hernia noted. Assessment: epigastric-subxiphoid pain in the area of the previous repair, doubt recurrence of hernia. Plan: will do CT of abdomen to further assess. (B)(6) 2009: (B)(6). Radiology-CT abdomen/pelvis. Indication: abdominal pain. Impression: mild mid and left lower abdominal small bowel ileus. Otherwise, as visualized, no acute abnormality. Ectatic aorta. (B)(6) 2010: (B)(6). Procedure note. Procedure: upper endoscopy with biopsy. Indications: chronic atypical chest pains of unclear etiology, question esophageal lesion, question esophageal spasm, question other pathology. Impression: several antral erosions, superficial and unlikely to be symptomatic. Small hiatal hernia. Otherwise normal upper endoscopy. (B)(6) 2013: (B)(6). (B)(6). Emergency room visit. Presents with request for pain medication for chronic abdominal pain for 2 years after hernia repair surgery. Exam: gastrointestinal; soft, tenderness, mild, generalized. Impression/plan: drug seeking behavior. Discharge home, follow up with pcp [primary care provider]. (B)(6) 2019: (B)(6); pain clinic. (B)(6). Office notes. Presents with left sided rib cage pain radiating across abdomen post hernia surgery (B)(6) 2011. States 1st surgery (B)(6) 2011, 2nd surgery (B)(6) 2011 to replace shrunken mesh/states nerves were stapled to rib cage. Sharp and constant pain. He has been told that further surgery would not help. The pain is constant in the left upper quadrant. He has found no relief. He has been on oxycodone 60 mg three four times a day. I saw him several years ago when he was on oxycodone 60 mg three times a day, and I recommended this be weaned. Impression and plan: I saw this patient 6 years ago and recommended then that he not be on oxycodone 60 mg three times a day, that it was a failed treatment, and that it needs to be weaned or changed to long-acting meds. Now, not only did he not take my recommendation, he is now on even higher doses of oxycodone, 60 mg four times a day. He thinks it¿s helping his pain, but I suspect he¿s just treating withdrawal with each dose. At some point long ago, it should have been considered a failed treatment. I told him that it¿s likely his pain will not be any worse once he is off opioids. I will not take over this medicine nor will I wean it. I suggested he consider inpatient detox, or perhaps he has a good rapport with (B)(6) who may feel that they can do this outpatient. Perhaps methadone may be useful to smooth the dose decline. Or fentanyl patches starting at 100 mcg/hour and decreasing every month. I don¿t have any other recommendations regarding his chronic pain, unfortunately. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 3191 appropriate term/code not available for ¿mesh shrunk¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2019 and not all records received in this time span are relevant to the three gore® dualmesh® plus biomaterial devices. Patient information: medical history: smoker. (B)(6) 2009: ¿quit smoking when had heart attack (B)(6) 2008.¿ (B)(6) 2009: ¿tobacco regularly, 3 cigarettes daily, down from 2.5 packs daily.¿ (B)(6) 2011: quit. (B)(6) 2011: quit smoking five months ago; ¿has a very clear smoking smell all over his body.¿ (B)(6) 2012: current smoker; initially 2 packs per day, he quit, now he is smoking 5 cigarettes per day. (B)(6) 2016: current smoker. Gastroesophageal reflux disease [gerd]. Diabetes. Chronic obstructive pulmonary disease [copd]. Obesity. (B)(6) 2009: 221 lbs., bmi 30.8. (B)(6) 2010: 235 lbs., bmi 32.8. (B)(6) 2011: 224 lbs., bmi 31.2. (B)(6) 2012: 197 lbs., bmi 27.5. 2/3/16: 223 lbs., bmi 31.1. Chronic pain. (B)(6) 2009: ¿pain noted beyond physical findings, concern for drug-seeking behavior¿. (B)(6) 2011: chronic narcotic dependence. (B)(6) 2019: ¿oxycodone 60 mg four times a day¿. Surgical procedures: 2007: laparoscopic cholecystectomy. (B)(6) 2008: coronary artery bypass graft [CABG]. (B)(6) 2009: laparoscopic repair of incisional hernia with ¿dual gore-tex mesh¿. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2011: laparoscopic repair of recurrent incarcerated incisional hernia with ¿dual gore-tex" mesh, 11 x 21 cm. Laparoscopic repair of another incisional hernia with ¿dual gore-tex" mesh, 11 x 10 cm. Separate incisions and separate meshes. Implant: gore® dualmesh® plus biomaterial x2. (B)(6) 2011: complex repair of recurrent incarcerated incisional hernia with ventralight mesh, 2 of them, one is 20 x 25 cm, and the other one is 15 x 20 cm. Implant: ventralight x2. Implant #1 preoperative complaints: (B)(6) 2009: ¿underwent coronary artery bypass graft (B)(6) 2008. Over last couple months has noticed a bulge under xiphoid. This has been getting worse. Has been having a cough, is causing discomfort. No symptoms of bowel obstruction.¿ ¿incisional hernia, subxiphoid. Will proceed with surgical repair.¿ implant #1 procedure: laparoscopic repair of incisional hernia with ¿dual gore-tex mesh¿. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/05074079, 10cm x 15cm x 1mm thick, oval]. Implant #1 date: (B)(6) 2009 [hospitalization (B)(6) 2009]: description of hernia being treated: ¿a 1 cm incision was made transversely supraumbilically. This was taken down through skin and subcutaneous tissue. Fascia was raised. Veress needle was inserted. Pneumoperitoneum was induced. A 5 mm trocar was inserted and camera was inserted, showing no trauma from our insertion. A 12 mm trocar was inserted in the left upper quadrant. A 5 mm trocar was inserted in the right upper quadrant. The hernia was easily visualized immediately under the xiphoid. The falciform was taken down so as to provide a better prospect for putting the mesh without any folds. A dual gore-tex mesh was chosen to cover the defect with adequate overlap.¿ implant size and fixation: ¿a 10 x 13 cm mesh was chosen. Stay sutures were placed on the mesh. The mesh was then unrolled and inserted inside the abdominal cavity, where it was unrolled. The stay sutures were brought through the abdominal wall through small stab incisions. The mesh was then secured circumferentially with the absorbable tacker. There was excellent overlap without any folds. The fascia in the 12 mm port was closed with interrupted vicryl under direct vision. Trocars were removed under direct vision. No bleeding was seen from any of the ports. Pneumoperitoneum was deflated. Wounds were irrigated. Skin was closed with monocryl and steri-strips applied.¿ (B)(6) 2009: discharge summary: ¿underwent a laparoscopic repair of subxiphoid incisional hernia with ¿dual gortex mesh¿. Discharged home today. His coumadin was restarted again yesterday.¿ relevant medical information: (B)(6) 2009: ¿doing very well, appears to have pain in left abdominal wall. No pain in the area of the hernia or at the incision site. His wounds are very well healed, clean, dry, and intact. Pain beyond physical findings. I am concerned about drug-seeking behavior. Plan: no surgical problems noted. Gave a prescription for vicodin without any refills. This is the last time I will be giving him any narcotics.¿ (B)(6) 2009: ¿been doing well until couple of weeks ago. He thinks he was moving things and felt something pulling. Does not feel or see any bulge. Abdomen; no bulging, no hernia noted.¿ (B)(6) 2009: CT abdomen: ¿mild mid and left lower abdominal small bowel ileus.¿ explant #1, implant #2 and #3 preoperative complaints: (B)(6) 2011: ¿the patient had a repair of a subxiphoid incisional hernia a while ago. This recurred.¿ explant #1, implant #2 and #3 procedure: laparoscopic repair of recurrent incarcerated incisional hernia with ¿dual gore-tex" mesh, 11 x 21 cm. Laparoscopic repair of another incisional hernia with ¿dual gore-tex" mesh, 11 x 10 cm. Separate incisions and separate meshes. [Implant: #2 gore® dualmesh® plus biomaterial, 1dlmcp03/7649158, 10cm x 15cm x 1mm thick, oval; #3 gore® dualmesh® plus biomaterial, 1dlmcp06/unk, 18cm x 24cm x 1mm thick] explant #1, implant #2 and #3 date: (B)(6) 2011 [hospitalization (B)(6) 2011]: ¿a 1 cm incision was made in the midclavicular line under the left rib margin. It was taken down through skin and subcutaneous tissue. Veress needle was inserted and pneumoperitoneum was induced first stick. A 5 mm trocar inserted and camera inserted showing no trauma from our insertion. Another 5 mm trocar was inserted just above the umbilicus and another 5 mm trocar inserted in the right upper quadrant. Adhesions in the upper abdomen were all taken down from the abdominal wall. The previous dual gore-tex mesh had shrunken. The old incarcerated mesh was opened. Another epigastric hernia was noted inferior to the previously placed mesh . The posterior abdominal wall was completely freed. A piece of mesh was chosen to cover all the hernia defects all the way up above the xiphoid and sternum and down to the umbilicus. Stay sutures were placed on it with prolene and gore-tex . A 12 mm trocar was then inserted in the midline in the epigastric area in a place where it would be covered with the mesh. The mesh was unrolled and placed inside the abdominal cavity where it was unrolled. Stay sutures were brought through the abdominal wall through multiple stab incisions and tied. The mesh was tied sequentially. Of note, superiorly it was also tacked above the edges of the abdominal fascia all the way on the sternum . Of note, the falciform was completely taken down all the way to the liver. The mesh was then tacked circumferentially, tension free. We then looked around the abdominal wall. We noted that the site of the previously placed 12 mm trocar port had a 5 cm hernia in it. We decided to repair that. Another 5 mm trocar was inserted in the left lower abdomen. The defect was then mapped on the anterior abdominal wall. A piece of mesh was chosen to cover all the defect and with a 6 cm circumferential margin. A 12 mm port was then exchanged from the 5 mm trocar that was already in place. The prolene and gore-tex sutures were also placed circumferentially on the mesh. The mesh was rolled and inserted inside the abdominal cavity through the 12 mm port where it was unrolled. The same exact procedure was performed as previously done. Next, we explored the abdominal wall. No further defects were noted. Mesh coverage was excellent. Hemostasis observed. No bleeding noted. The passage of the stay sutures went very high at the rib margin, and one of them went above the 12th rib. This was performed was not ventilating and on deep expiration in order to avoid a pneumothorax. Despite our full attention to detail, we will perform a chest x-ray, portable, in the operating room while the patient is still sleeping to make sure there is no pneumothorax.¿ (B)(6) 2011: discharge summary: ¿underwent a repair of a large incarcerated recurrent incisional hernia. Another one was also found and this was also repaired, both with dual gore-tex mesh. Postop he did well.¿ explant #2 and #3 preoperative complaints: (B)(6) 2011: ¿at work was lifting a lot of turkeys, felt a pop into abdomen. Since then, has excruciating abdominal pain . Abdomen soft, bowel sounds present. Mid abdominal ventral hernia; on slightest touch, severe excruciating pain. Assessment/plan: ventral hernia without incarceration.¿ (B)(6) 2011: history and physical. ¿reports pain epigastric area. He feels a bulge, thinks it might be related to doing heavy lifting at work. Has not been smoking for five months. A hernia is palpable in the midline between the umbilicus and the xiphoid. I am uncertain as to how to explain the hernia, as the mesh was supposed to cover all the area from the xiphoid to the umbilicus. No guarding, no rebound. The patient has a very clear smoking smell all over his body. He tells me because he was driving with someone who smoked earlier today. Assessment: recurrent incarcerated incisional hernia.¿ explant #2 and #3 procedure: complex repair of recurrent incarcerated incisional hernia with ventralight mesh, 2 of them, one is 20 x 25 cm, and the other one is 15 x 20 cm. Implant: ventralight x2. Explant #2 and #3 date: (B)(6) 2011 [hospitalization (B)(6) 2011]. ¿a 1 cm incision was made infraumbilically transverse. This was taken down through skin and subcutaneous tissue. Fascia was raised. Veress needle was inserted and pneumoperitoneum was induced. A 5 mm trocar was inserted and camera inserted showing no trauma from our insertion. Another 5 mm trocar was inserted in left abdomen and 3 other 5 mm trocars were inserted in the right abdomen in the anterior axillary line. An extensive amount of adhesions were found on the posterior abdominal wall. These were completely freed until the posterior abdominal wall was completely freed. General inspection showed that the previous mesh that measured 11 cm in diameter is currently measuring 2.5 cm in diameter secondary to severe shrinking. As the mesh was shrinking from both sides to center, it dragged on the tackers and created multiple holes throughout the fascia. Pictures were taken . A few incarcerated hernias were noted. The same thing in the left upper quadrant although to a lesser extent. We decided to cover most of the upper abdomen with ventralight mesh. A 20 x 25 cm piece was chosen to do the midline on both sides. Stay sutures with prolene and gore-tex were placed. A 12 mm port was then placed in the epigastric area in the midline. The mesh was inserted through it. The stay sutures were brought through multiple small stab incisions. The mesh was then tacked circumferentially with a nonabsorbable protack. Of note, this went approximately 5-6 cm above the xiphoid. There was excellent overlap with more than 5 cm margin from the nearest defect. This extended to just the level of the umbilicus. Attention was then switched toward the left upper quadrant smaller defect. We decided to cover the whole area the same way. A 15 x 20 cm mesh was chosen. Another 12 mm port was then placed in the left upper quadrant. The mesh was placed through it. The exact same procedure was made. Of note, half the mesh was tacked superior to the rib margin and the medial aspect of it was tacked to the previously placed mesh. Again, there was excellent overlap with at least 4-5 cm circumferential margin. Both 12 mm ports were in the center of both meshes and therefore well covered by the mesh. Trocars were removed under direct vision. No bleeding was seen from any of the ports. Pneumoperitoneum was deflated. The skin was closed with monocryl throughout. Steri-strips were applied.¿ indications and findings: ¿the patient had 2 laparoscopic incisional hernia repairs in the past. The first one was in (B)(6) 2009, at which time a dual gore-tex mesh 10 x 13 cm was used for a port site hole. Another dual gore-tex mesh was used in the midline measuring 21 x 11 cm. At the time, another port site, one in the left upper quadrant was also closed with a dual gore-tex measuring 10 x 11 cm. Today, he was found to have extensive adhesions. These were lysed. The midline mesh that was supposed to measure 11 cm diameter measured approximately 2.5 cm. The staple lines were dragged and caused multiple hernias along the way through defects throughout the mesh. Pictures were taken. Therefore, the recurrence of the hernia was clearly secondary to an extensive shrinking of the dual gore-tex mesh . Therefore, a ventralight was used.¿ [no pictures provided.] (B)(6) 2011: discharge summary: ¿underwent laparoscopic repair of recurrent incarcerated incisional hernia, high difficulty case, with ventralight mesh, two of them, one measuring 25 cm x 25 cm from xiphoid to the umbilicus and the other one measuring 15 cm x 20 cm in the left upper quadrant. Postop doing well. Examination unremarkable. Resume all preadmission medications and issued a prescription for percocet. I advised this is the last narcotic prescription I will be giving him as he has shown signs of narcotic dependence and abuse in the past.¿ relevant medical information: (B)(6) 2012: ¿evaluation and management of discomfort on his left side after hernia repair. (B)(6) 2011, says that 2 pieces a [sic] very large mesh, 20 x 25 cm, 15 x 20 cm ventral light [sic] mesh was placed. Since that time, he has had pain in his left upper quadrant by his ribs. Pain is worse with lifting, and when he lays on it, it keeps him up at night.¿ (B)(6) 2013: ¿drug seeking behavior.¿ (B)(6) 2013: pain clinic: ¿then had another recurrence and underwent repair (B)(6) 2011. It was noted that the gore-tex had shrunk and a larger mesh was placed. After the surgery, the patient continued to have pain in the left upper quadrant. He was treated with narcotics. CT scans were unremarkable.¿ (B)(6) 2019: pain clinic: ¿states 1st surgery (B)(6) 2011, 2nd surgery (B)(6) 2011 to replace shrunken mesh/states nerves were stapled to rib cage. Sharp and constant pain. He has been told that further surgery would not help.¿ ¿I saw this patient 6 years ago and recommended then that he not be on oxycodone 60 mg three times a day, that it was a failed treatment, and that it needs to be weaned or changed to long-acting meds. Now, not only did he not take my recommendation, he is now on even higher doses of oxycodone, 60 mg four times a day.¿ conclusion: #1 gore® dualmesh® plus biomaterial [05074079]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records of the product verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05074079. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6).(B)(4). It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby an additional gore device was implanted. It was reported the patient alleges the following injuries: mesh shrunk which caused an additional surgery, mesh repair, placement of new mesh ((B)(6) 2011 surgery); mesh shrunk, adhesions, additional surgery, mesh repair ((B)(6) 2011). Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.